Event description:
Ous MDR - about 6 weeks post implantation, it was reported that the patient was asymptotic. An elevated threshold and undersensing was observed upon interrogation. A lead dislodgement was confirmed and the lead was repositioned while the patient was hospitalized from (B)(6) 2014. The lead is still active and implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.